Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 22 mg/dl. Unable to confirm the programming as the customer's doctor had just made changes to them. Found that the customer had only been on insulin pump therapy for 2 weeks, and had previously experienced low blood glucose levels in the range of 30 mg/dl. Advised the customer to speak with her doctor if the low blood glucose levels continue. Nothing further was reported.